Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 22 mmol/l. It was reported that the local insulin pump trainer will troubleshoot with the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.